Manufacturer narrative:
A united states (us) customer contacted siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Calibration and quality control (qc) were valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the system, replaced all integrated multisensor technology (imt) tubing, rotary valve seal, pump tubing and adjusted the pump rate, conditioned the new tubings, adjusted the sample arm alignments as they were off on cup, tube, small sample container (ssc), and replaced consumables. Then, the cse replaced the pump head and rotary valve, found malfunctioned pinch valve for salt bridge, checked fuse and power to valve and fuse, observed no issues. Next, the cse replaced pinch valve, all tubing, rotary valve assembly and pump roller, installed new pump tubing, adjusted pump rate, calibrated imt, ran qc, a blind sample twice and dilution check, which recovered acceptably. The customer ran qc, which recovered acceptably. Siemens reviewed the event and concluded that multiple hardware issues, which affected the flow through imt potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The initial result was reported to the physician(s), who questioned the result. The patient received half a bag of saline due to the initial depressed na result. The original sample was repeated on the original system. Then, the new sample was drawn from the patient and tested on the original system. The repeat result of the original sample matched the result of the redrawn sample. The repeat result of the original sample and the redrawn sample result were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.